Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel perforation occurred. The 2.5 target lesion was located in the severely calcified right coronary artery (rca). A 1.25mm rotalink burr was used to treat the target lesion. During the procedure, it was noted that the burr perforated the vessel. The physician then used an unspecified balloon to seal the perforation. No further patient complications were reported and the patient's condition was stable.